Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Section b4 currently captures the date of the medwatch submission to the FDA. The date that the literature article first came to the attention of intuitive was 21-oct-2021. Citation: hermans, t., schevenels, g., motmans, s., de sutter, t., & raskin, y. (2025). Stapled vs. Manually sutured bowel anastomosis in robot-assisted radical cystectomy: a single-center retrospective analysis. Bmc urology, 25(1). Https://doi.org/10.1186/s12894-025-01763-1.

Event description:
A review of literature article was conducted which retrospectively compared robotic manually sutured and stapled bowel anastomosis approaches to better understand their safety, efficacy, and postoperative outcomes. This study analyzed data of 92 patients who underwent robot-assisted radical cystectomy (rarc) at a single hospital between march 2021 and november 2023. The article noted that during the da vinci surgeries, non-gastrointestinal complications accounted for several cases, including ileo-ureteric anastomosis leakage (3/17) and infections (11/17). Notably, 3 patients in the sutured group developed urosepsis due to obstructive urolithiasis, with one requiring ICU admission for grade 4b complications involving multi-organ failure. There were no specific da vinci device malfunctions reported, and no indication that intuitive surgical, inc. (Isi) products caused or contributed to any adverse event. Per the author, there were no issues or complications caused by any da vinci materials.